Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient initially described a system controller cell battery low alarm. The system controller battery module was exchanged and the alarms stopped. Approximately 45 minutes later, the patient called stating that the system controller was showing a yellow light with an intermittent beep. When asked to look closely at the light, the patient realized that the light was one of the battery lights, not the system controller battery light as previously thought. The patient was on batteries stating that one has 4 bars remaining and one has 5. When asked to change one battery at a time, a steady audio tone audible was heard and patient reported seeing a "red heart" and denied feeling dizzy or lightheaded. The steady audio tone ceased when the patient was running on 2 batteries. However, intermittent beep with "yellow battery" symbol was still alarming for a few minutes then ceased and returned to baseline (no alarms visualized or audible). The patient has only one set of battery clips, but would be arriving home where the power module was. Upon arrival at home, the patient was asked to gather the backup system controller and a full set of batteries. The patient was then directed to lie on the bed and get onto the power module, ac power. The lvad speed at this time was 9200rpm's, pl at 5.9 with flows at 5.2 and power at 6.5 and patient asymptomatic. The system controllers was exchanged and patient tolerated procedure well and remained asymptomatic. After the exchange, the lvad speed remained at 9200rpm's, pl at 6.2, flow at 5.4 and power at 6.4. Within 15 minutes, they paged back the vad coordinator stating after getting onto battery power, 2 small beeps were heard, then none since back onto the power module. Patient continues to deny any abnormal symptoms, such as dizziness/lightheadedness, or pain. The patient was requested to come into the hospital for troubleshooting. In the hospital, a new system controller was issued and the battery clips were exchanged for a new set.

Manufacturer narrative:
The system controller and battery clips were returned to the manufacturer for evaluation and are currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.